Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were compressed and contaminated. Analysis also found the upper case and lower case were broken and contaminated. Battery release, main seal, release spring, battery drawer, battery drawer o-ring, and battery flex were contaminated. Bail covers, ring cover, bails, and ring were missing. The keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.